Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermintent cartridge alarm occurred during insulin delivery. Reportedly, the customer used u200 insulin pens to prefill cartridges. Tandem technical support informed customer that using off label insulin and pre filling cartriges is off label per the tandem user guide. Additionally, it was reported that an occlusion alarm occurred. Customer changed supplies to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.